Event description:
It was reported that there was t-wave over sensing (twos) after biventricular pacing. It was determined during follow-up that the patient's potassium levels changed. The device was programmed temporarily and then reprogrammed again when the potassium levels fell. The lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.